Manufacturer narrative:
Based on the claim against the product by the customer noting the image from a 30-degree endoscope was inverted, an investigation was completed to determine the cause of this reported event. From the additional follow-up information provided by the customer, the issue was addressed with phone support. The customer was able to get the image to the correct orientation. No onsite visit was conducted. The system was working properly, and no additional action was required, as the issue was resolved. The probable root cause of the alleged image was inverted cannot be determined based on the information provided and phone support details. The customer was able to get the image to orient the correct way. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the image was inverted. The issue was called in by the intuitive surgical inc. (Isi) clinical sales representative (csr). The csr stated that the surgeon was able to get the image orientation correct, and they were working now with no further issue. The csr was not on site when he called in to the isi tech support. The customer monitors the scope. The procedure was otherwise completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (robotics coordinator) and obtained the following additional information: the surgical task being performed was for an inguinal hernia repair. The image was inverted. The event did involve a reversed control on system arms. It was a 30-degree endoscope, and it was installed in 30-up and the problems occurred once it was switched to 30-down at the console. The surgeon did confirm the desired orientation when endoscope was installed. The endoscope and endoscope¿s adapter base were still engaged/in-synch/attached. No damage was observed. The surgeon did manually associate the right and left masters with the respective arms for intuitive motion. The image was rotated 180 degrees at the console to resolve the issue. No patient injury or harm. Patient demographics were provided.